Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel leak, the air/water nozzles lossened, the segment loosened, the u/d and r/l puley wires worn out, the lg prong top assy loosened, and the light guide fiver bundle (lcb) broken. Based on the result, we concluded that it was caused due to an excessive force applied on the lcb defect ; however, other failurres are not related to the alleged complaint. Correction information: g6: follow up #1. Additional information: b5: there was no report of patient harm. This report is being filed as part of the pentax backlog management plan.

Manufacturer narrative:
: International medical device regulators forum (imdrf) adverse event reporting: (B)(4). We will continue to investigate this situation and if necessary, file a supplemental report. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical was made aware of an event that occurred in the emea region. The event occured before use. The user reported that the lcb was broken on pentax model ec-3890lk/serial (B)(4). The device was returned to pentax medical (B)(4) service center for further evaluation, where the inspector confirmed the user narrative along with additional defects. Additional findings: -operation channel leaking. -air/water nozzle loosened. -segment loosened. -up/down angle wire worn. -right/left angle wire worn. -body cover grip broken. -lg prong loosened.